Event description:
A surgeon reported that a pt developed bullous keratopathy and received a corneal transplant. The intraocular lens (iol) was exchanged. The association between these events and the iol is not known. Additional information has been requested.